Event description:
It was reported that the 2800 system displayed a collimator pot error. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the f6 fuse. The sys was tested and found to be working as intended and placed back into service.